Manufacturer narrative:
B7: added medical history. H6: updated results code. Conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: 02/20/??: [missing records: records for ¿laparoscopic ventral hernia repair¿ were not provided.] On (B)(6) 2008: [missing records: records for ¿umbilical hernia repair laparoscopically in 2008¿ were not provided]. [Missing records: records for ¿previous ventral hernia repair x 2, complicated by an anterior abdominal wall collection requiring percutaneous drain¿ were not provided.] [Missing records: records for CT showing ¿three ventral herniae [sic] as well as an anterior abdominal wall fluid collection¿ were not provided.] On (B)(6) 2012: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: recurrent umbilical hernia repair, incarcerated. Postoperative diagnosis: recurrent umbilical hernia repair, incarcerated. Assistant: jason crowner. Procedure: laparoscopic repair of hernia with an 18 x 21 sheet of gore-tex with primary closure of hernia. Indications for procedure: the patient is a 47-year-old female with history of primary umbilical hernia repair in the distant past. She had recurrent hernia at that site. This was repaired laparoscopically in 2008. The patient had recurrence of 10 x 10 cm fascial defect. Risk and benefits of laparoscopic repair were reviewed including bleeding, infection, conversion to open operation and recurrence of hernia as well as medical risks. Description of procedure: ¿after general endotracheal tube anesthetic was induced, the patient prepped and draped in usual sterile manner. Side, site, and procedure time-out was confirmed. Antibiotics given prior to incision. A 5-mm incision was made in the left upper quadrant. Optiview trocar was used to gain entry into the abdomen. Pneumoperitoneum was achieved. Laparoscope was inserted. No evidence of visceral injury. Four trocars were ultimately placed under direct vision. Three 5 mm trocars and one 12 mm trocar. The hernia defect was evaluated and found to have old evidence of mesh which had been pulled to the left side. Stitches were still in place. A large amount of intestines were in the hernia sac. These were manually reduced without issue. Omentum was stuck to the prior mesh. This was taken down with minimal use of electrocautery. There is a piece of one loop of intestine that was stuck to the hernia sac itself. It is also a bit adherent to the mesh. This was dissected off the anterior abdominal wall leaving a small amount of mesh on the small bowel side. This piece of small intestine was inspected on three separate occasions looking for evidence of enterotomy. There is no evidence of enterotomy or serosal tear. The fascial defects were measured to be about 10 cm. This was measured transabdominally with a spinal needle. The hernia defect itself was primarily repaired with three interrupted ethibonds. The fascia nearly was reapproximated by the stitches. A sheet of gore-tex was measured providing 4 to 5 cm overlap in all directions. 0 vicryl stitches were placed at the cardinal points and two points in between. The mesh was rolled, inserted into the abdomen, correctly oriented and then parachuted up to the anterior abdominal wall through stab incisions with a suture passer. One cm fascial bites were used. Space in between stitches were tacked to the abdominal wall with an absorbable tacker. The one 12-mm port site was covered behind the mesh. Again the abdomen was found to be hemostatic. The small bowel was inspected one last time. Trocars were withdrawn under direct vision and pneumoperitoneum was dropped. Incisions were closed with monocryl and dermabond. Sponge and needle counts are correct . On (B)(6) 2012: (B)(6) hospitals. Intraoperative record. Implant record. Description: mesh_wlg dlmsh 1mmx18x24cm. Total qty: 1. Lot #: 8713864. Catalog nbr: 1dlmcp06. Site: abdomen. Manufacturer: w l gore. Device type: imp mesh. Implant date/time: 06/11/2012 14:46. Expiration: 11/30/2013 00:00 . The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/8713864) was implanted during the procedure. On (B)(6) 2012: raleigh pathology laboratory associates. (B)(6), md. Pathology report. Accession #: srh-12-9316. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Specimen: a. Hernia sac. Diagnosis and interpretation: ¿hernia sac¿: mesothelial-lined fibrovascular tissue and mature adipose tissue (consistent with hernia sac) having non-specific chronic inflammation; no neoplasm is identified . On (B)(6) 2012: (B)(6) hospitals. (B)(6), md/(B)(6), md. Discharge summary. Primary diagnosis: ventral hernia. History: patient has undergone multiple abdominal operations before, secondary to recurrent umbilical hernia, which has now turned into a ventral hernia. Hospital course: laparoscopic ventral hernia repair went well without complications. Good results with nice mesh placement, she did very well. Will be discharged on postoperative day 2. Discharge instructions: activity as tolerated but no strenuous activity/exercise or heavy lifting. Follow up with dr. Roy 10-14 days . On (B)(6) 2013: (B)(6) hospitals. (B)(6), md. History and physical. Recurrent ventral hernia. Abdominal pain. Patient initially thought she had food poisoning. Had acute onset of vomiting and diarrhea. Patient was having epigastric pain. Previous ventral hernia repair x 2, last was in june 2012 and was complicated by an anterior abdominal wall collection requiring percutaneous drain. Patient has recurrent ventral hernia which is incarcerated. History of diabetes, morbid obesity. Surgical history: laparoscopic ventral hernia repair in 02/02/?? By dr. Rodney lutz. CT abdomen/pelvis demonstrates three ventral herniae [sic] as well as an anterior abdominal wall fluid collection. It appears that the prior mesh repair was separated superiorly from the fascia. Impression: recurrent abdominal hernia. Plan: exploratory laparotomy with possible small bowel resection and possible stoma . On (B)(6) 2013: (B)(6) hospitals. (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral hernia, incarcerated. Postoperative diagnosis: recurrent ventral hernia incarcerated. Procedure performed: exploratory laparotomy. Ventral hernia repair with physiomesh 20 x 25 cm. Resident surgeon: (B)(6), md. Anesthesia. General endotracheal anesthesia. Drains: two 10 mm jackson-pratt drains left in the suprafascial subcutaneous tissues. Specimens: hernia sac sent to pathology for permanent as well as some gore-tex mesh which had been removed. Complications: none apparent. Estimated blood loss: 150 ml. Indications for procedure: the patient is a 48-year-old white female who has had multiple umbilical hernia repairs which subsequently led to ventral hernia repairs last in 2012 with gore-tex mesh. The patient presented to the emergency department with an acute onset of abdominal pain in the epigastrium and vomiting and diarrhea. The patient thought she had food poisoning; however, on CT scan she was found to have recurrence of a ventral hernia. Operative findings: large seroma in the suprafascial subcutaneous tissues mainly located just to the left of midline. The patient had gore-tex mesh which had not been fully incorporated into the tissue and had separated superiorly. The patient had a small richter like hernia in a fascial defect. This was able to be reduced. There was no evidence of bowel wall necrosis or compromise. The patient also had a second fascial defect located superiorly approximately 2-3 cm in size. Description of procedure: ¿the patient was appropriately identified in the preoperative holding area and brought to operating room #2 where she was placed supine on the table and an operative time out was had. The patient was then intubated using general endotracheal anesthesia. She received 500 milligrams of levaquin as perioperative antibiotics. The patient then had a foley catheter placed. The abdomen was prepped and draped in the normal sterile fashion. Using a 10 blade, the skin and subcutaneous tissues were divided. We used bovie electrocautery and then we encountered the large seroma that had multiple septations. We continued our dissection and found the area of herniated bowel. This was able to be reduced once it was dissected free of surrounding tissues. There was no evidence of bowel compromise and no evidence of bowel gangrene. The native fascia was then opened. There was noted to be a fascial defect superiorly. The fascia was opened just superior to this. We then turned our attention to gore-tex mesh which had not been incorporated. It was dissected free from surrounding tissues and removed and sent to pathology for permanent. The hernia sac was then removed from both the native fascia as well as the subcutaneous tissues. This was a very large hernia sac. We then continued our exploration and found the native fascia and flaps were created using the bovie electrocautery. We then used a piece of 20 x 25 physiomesh and secured it to the underneath the fascia with # 1 ethibond sutures in an interrupted fashion. The sutures were placed both with a needle driver as well as with a needle passer. Once we had fashioned all of our sutures in place, the physiomesh was tied down. It had a good fit with no free or loose areas. We then copiously irrigated the wound and then closed the fascia using #1 pds in a running fashion. We again irrigated the wound and then placed two jackson-pratt drains in the suprafascial subcutaneous tissues, one on the right and one on the left. These were secured to the skin using 2-0 nylon sutures and the drains were placed to bulb suction. We then reapproximated the dermal layer using 3-0 vicryl in an interrupted fashion. We then closed the skin using 4-0 monocryl in a subcutaneous continual fashion. We then placed the dressings. The drain dressings were applied with drain dressing and tegaderm. The midline wound was dressed with an island dressing. The patient was then awoken from anesthesia. Her foley catheter will remain in place until postoperative day #2. She was taken to the post-anesthesia care unit in stable and improved condition. All counts were correct at the beginning of the case as this had been achieved prior to closing the abdomen. Dr. Abrams were present and scrubbed for the entirety of this procedure .¿ on (B)(6) 2013: raleigh pathology laboratory associates. (B)(6), md. Pathology report. Accession #: srh-13-4160. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: same. Specimen: a. Old mesh. Diagnosis and interpretation: old mesh: fibromembranous tissue, consistent with hernia sac. Foreign body consistent with mesh material also present. 88302. Microscopic description: microscopic examination has been performed on hematoxylin and eosin stained sections. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s). ¿old mesh¿, received in formalin is a 15.0 x 13.0 x 10.0 cm aggregate of multiple fragments of tan-gray fibromembranous and tan-yellow fatty tissue. Identified within the aggregate are focal fragments of tan-gray mesh material (up to 31.0 cm in greatest dimension) and focal blue sutures. Representative of the soft tissue is submitted in block 1 . On (B)(6) 2013: [missing records: records for CT demonstrates ¿wall hernia with postoperative changes¿ were not provided.] On (B)(6) 2013: (B)(6) hospitals. (B)(6), md. Discharge summary. Discharge diagnosis: incarcerated ventral hernia. CT abdomen and pelvis on 03/16/13 demonstrates wall hernia with postoperative changes. When seen most superiorly, contains fat and a small amount of left colon with no associated colonic obstruction at this level. More inferiorly, however, there is an abdominal wall hernia with a herniated loop of small bowel and underlying small bowel obstruction at this level. There is an associated infiltration of the fat and fluid within the abdominal wall hernia that raises suspicion of an associated incarcerated hernia. More inferiorly within the anterior abdominal wall, there is persistent apparent loculated or septated collection of the abdominal wall measuring 16.4 x 6.0 x 10.8 cm. Hospital course: patient was taken emergently from the emergency department to the operating room for exploratory laparotomy where she was found to have an incarcerated hernia. Repair of ventral hernia using physiomesh. Tolerated procedure well. As the patient is a diabetic, she was maintained on the insulin sliding scale and initially transitioned her to oral home doe of metformin. Jackson pratt drains removed prior to discharge and she was able to tolerate a regular diet. Discharged home postoperative day 5. Discharge instructions: no lifting greater than 10 lbs. Follow up with dr. Abrams in 1 week. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information." It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect ¿ clinical code. H6: updated investigation finding. H6: updated investigation conclusion: d14: no problem detected. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Medical records: ¿ the known medical records span (B)(6) 2012 through (B)(6) 2013 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: ¿ obesity: - (B)(6) 2012: weight 262 lbs., bmi 46.4. - (B)(6) 2013: weight 248 lbs., bmi 43.9. ¿ diabetes. - (B)(6) 2013: metformin. Surgical procedures: ¿ unknown date: laparoscopic ventral hernia repair. ¿ 2008: umbilical hernia repair. ¿ (B)(6) 2012: laparoscopic repair of hernia with an 18 x 21 sheet of gore-tex with primary closure of hernia. Implant: gore® dualmesh® plus biomaterial. ¿ (B)(6) 2013: exploratory laparotomy. Ventral hernia repair with physiomesh 20 x 35. Implant: physiomesh . Implant preoperative complaints: ¿ (B)(6) 2012: indications. ¿the patient is a 47-year-old female with history of primary umbilical hernia repair in the distant past. She had recurrent hernia at that site. This was repaired laparoscopically in 2008. The patient had recurrence of 10 x 10 cm fascial defect.¿ implant procedure: laparoscopic repair of hernia with an 18 x 21 sheet of gore-tex with primary closure of hernia [implant: gore® dualmesh® plus biomaterial 1dlmcp06/8713864, 18cm x 24 x 1mm thick]. Implant date: (B)(6) 2012 [hospitalization (B)(6) 2012]. ¿ wound classification: ¿clean¿. ¿ description of hernia being treated: ¿a 5-mm incision was made in the left upper quadrant. Optiview trocar was used to gain entry into the abdomen. Pneumoperitoneum was achieved. Laparoscope was inserted. No evidence of visceral injury. Four trocars were ultimately placed under direct vision. Three 5 mm trocars and one 12 mm trocar. The hernia defect was evaluated and found to have old evidence of mesh which had been pulled to the left side. Stitches were still in place. A large amount of intestines were in the hernia sac. These were manually reduced without issue. Omentum was stuck to the prior mesh. This was taken down with minimal use of electrocautery. There is a piece of one loop of intestine that was stuck to the hernia sac itself. It is also a bit adherent to the mesh. This was dissected off the anterior abdominal wall leaving a small amount of mesh on the small bowel side. This piece of small intestine was inspected on three separate occasions looking for evidence of enterotomy. There is no evidence of enterotomy or serosal tear. The fascial defects were measured to be about 10 cm. This was measured transabdominally with a spinal needle. The hernia defect itself was primarily repaired with three interrupted ethibonds. The fascia nearly was reapproximated by the stitches. ¿ implant size and fixation: ¿a sheet of gore-tex was measured providing 4 to 5 cm overlap in all directions. 0 vicryl stitches were placed at the cardinal points and two points in between. The mesh was rolled, inserted into the abdomen, correctly oriented and then parachuted up to the anterior abdominal wall through stab incisions with a suture passer. One cm fascial bites were used. Space in between stitches were tacked to the abdominal wall with an absorbable tacker. The one 12-mm port site was covered behind the mesh. Again, the abdomen was found to be hemostatic. The small bowel was inspected one last time. Trocars were withdrawn under direct vision and pneumoperitoneum was dropped. Incisions were closed with monocryl and dermabond.¿ ¿ (B)(6) 2012: pathology report: ¿specimen: a. Hernia sac. Diagnosis and interpretation: ¿hernia sac¿: mesothelial-lined fibrovascular tissue and mature adipose tissue (consistent with hernia sac) having non-specific chronic inflammation; no neoplasm is identified .¿ ¿ (B)(6) 2012: discharge summary: "patient has undergone multiple abdominal operations before, secondary to recurrent umbilical hernia, which has now turned into a ventral hernia. Hospital course: laparoscopic ventral hernia repair went well without complications. Good results with nice mesh placement, she did very well. Will be discharged on postoperative day 2. Discharge instructions: activity as tolerated but no strenuous activity/exercise or heavy lifting. Follow up with dr. R 10-14 days.¿ explant preoperative complaints: ¿ (B)(6) 2013: history and physical. ¿recurrent ventral hernia. Abdominal pain. Patient initially thought she had food poisoning. Had acute onset of vomiting and diarrhea. Patient was having epigastric pain. Previous ventral hernia repair x 2, last was in (B)(6) 2012 and was complicated by an anterior abdominal wall collection requiring percutaneous drain. Patient has recurrent ventral hernia which is incarcerated.¿ ¿ CT abdomen/pelvis demonstrates three ventral herniae [sic] as well as an anterior abdominal wall fluid collection. It appears that the prior mesh repair was separated superiorly from the fascia. Impression: recurrent abdominal hernia. Plan: exploratory laparotomy with possible small bowel resection and possible stoma.¿ ¿ (B)(6) 2013: indications. ¿the patient is a 48-year-old white female who has had multiple umbilical hernia repairs which subsequently led to ventral hernia repairs last in 2012 with gore-tex mesh. The patient presented to the emergency department with an acute onset of abdominal pain in the epigastrium and vomiting and diarrhea. The patient thought she had food poisoning; however, on CT scan she was found to have recurrence of a ventral hernia.¿ explant procedure: exploratory laparotomy. Ventral hernia repair (implant: physiomesh 20 x 25 cm.) Explant date: (B)(6) 2013 [hospitalization (B)(6) 2013]. ¿ wound classification: ¿clean¿. ¿ specimens: ¿hernia sac sent to pathology for permanent as well as some gore-tex mesh which had been removed.¿ ¿ findings: ¿large seroma in the suprafascial subcutaneous tissues mainly located just to the left of midline. The patient had gore-tex mesh which had not been fully incorporated into the tissue and had separated superiorly. The patient had a small richter like hernia in a fascial defect. This was able to be reduced. There was no evidence of bowel wall necrosis or compromise. The patient also had a second fascial defect located superiorly approximately 2-3 cm in size.¿ ¿ ¿using a 10 blade, the skin and subcutaneous tissues were divided. We used bovie electrocautery and then we encountered the large seroma that had multiple septations. We continued our dissection and found the area of herniated bowel. This was able to be reduced once it was dissected free of surrounding tissues. There was no evidence of bowel compromise and no evidence of bowel gangrene. The native fascia was then opened. There was noted to be a fascial defect superiorly. The fascia was opened just superior to this. We then turned our attention to gore-tex mesh which had not been incorporated. It was dissected free from surrounding tissues and removed and sent to pathology for permanent. The hernia sac was then removed from both the native fascia as well as the subcutaneous tissues. This was a very large hernia sac. We then continued our exploration and found the native fascia and flaps were created using the bovie electrocautery. We then used a piece of 20 x 25 physiomesh and secured it to the underneath the fascia with #1 ethibond sutures in an interrupted fashion. The sutures were placed both with a needle driver as well as with a needle passer. Once we had fashioned all of our sutures in place, the physiomesh was tied down. It had a good fit with no free or loose areas. We then copiously irrigated the wound and then closed the fascia using #1 pds in a running fashion. We again irrigated the wound and then placed two jackson-pratt drains in the suprafascial subcutaneous tissues, one on the right and one on the left. These were secured to the skin using 2-0 nylon sutures and the drains were placed to bulb suction. We then reapproximated the dermal layer using 3-0 vicryl in an interrupted fashion. We then closed the skin using 4-0 monocryl in a subcutaneous continual fashion. We then placed the dressings. The drain dressings were applied with drain dressing and tegaderm. The midline wound was dressed with an island dressing.¿ ¿ pathology report: ¿specimen: a. Old mesh. Diagnosis and interpretation: old mesh: fibromembranous tissue, consistent with hernia sac. Foreign body consistent with mesh material also present. Gross description: patient and specimen identifying information on the requisition slip correspond to that on the specimen container(s). ¿old mesh¿, received in formalin is a 15.0 x 13.0 x 10.0 cm aggregate of multiple fragments of tan-gray fibromembranous and tan-yellow fatty tissue . Identified within the aggregate are focal fragments of tan-gray mesh material (up to 31.0 cm in greatest dimension) and focal blue sutures. Representative of the soft tissue is submitted in block 1.¿ ¿ ¿(B)(6) 2013: discharge summary: ¿repair of ventral hernia using physiomesh. As the patient is a diabetic, she was maintained on the insulin sliding scale and initially transitioned her to oral home doe (sic) of metformin. Jackson pratt drains removed prior to discharge and she was able to tolerate a regular diet. Discharged home postoperative day 5. Discharge instructions: no lifting greater than 10 lbs. Follow up with dr. (B)(6) in 1 week.¿ conclusion: it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. The instructions for use includes a precaution that states: ¿do not use absorbable sutures or cutting needles to secure the device in place.¿ the instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 8713864. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic umbilical hernia repair on (B)(6) 2012 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh removal and additional surgery. Additional event specific information was not provided.